Event description:
Pt undergoing a rotational atherectomy. When instrument being withdrawn, the wire began to vibrate. Wire broke off, perforated left anterior descending vessel of heart. Pt remained stable, later required a pericardiocentensis. Preliminary investigation suggests user error.